Event description:
Device malfunction: failure to deploy-locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closer of the right common femoral artery, after a diagnostic procedure. Reportedly, the locator wings would not remain deployed during deployment step two. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.